Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly 2-3 months after the patient¿s 2009 hardware revision they started having pain shooting down both thighs, legs, down to the feet bilaterally; significant back pain; and could not stand straight. On (B)(6) 2011 the patient presented with low back pain and bilateral leg numbness with the preoperative diagnosis of l3-4 pseudoarthrosis; l4-s1 and l4-l5, l5-s1 adjacent segment degeneration. The patient underwent surgery which consisted of exploration of previous fusion (l2-l4; revision of l3-l4 anterior fusion; l4-l5, l5-s1 anterior and posterior spinal fusion; and hardware revision. Per the operative report ¿a full discectomy at l4-5 followed by a full discectomy at l5-s1. The lateral cougar cage ¿ was packed with corticocancellous bone graft and 3ml of bone morphogenic protein 2. A 14mm lordotic cage was placed ¿there was evidence of significant motion between l3 and l4, indicating pseudoarthrosis. At this juncture, a near-complete discectomy was performed by packing the discectomy with corticocancellous bone graft mixture with 1ml of bone morphogenic protein. Similar a lateral cage was placed ¿ at this juncture; the viper2 rod was passed through s1 and l5. At the level of the preexisting instrumentation there was the cross connector where the set screw was stripped. We had to release it and push off the cross connector. In addition, the previously broken screws were just at the level of placement of the side connector. A 5 mm burr was utilized in order to bur down the tip of the broken screw. A bone tamp also was used to tamp down the screw slightly deeper in order to allow the space required. At this juncture, a ¿ side connector closer was attached to the viper rod and flipped into the preexisting rod with the set screws tightened, the x-rays showed good position of the screws and the rods. The viper rod on the left was visually elevated and there was enough rod underneath the set screw which was flush with the end side of the pedicle. The corticocancellous bone along with the residual 3 ml of bone morphogenetic protein was placed in the posterolateral gutter and the facet joints for the posterolateral fusion¿¿ fluoroscopic guidance was used during the procedure. No patient complications were noted. Note: there was evidence of a lymph node at the site of the common iliac. The lymph node was excised and sent for biopsy. The biopsy results: no metastatic tumor seen. Post operatively the patient had continued bilateral leg numbness but less so and right leg paresthesias and numbness. On (B)(6) 2011 the patient presented post operatively with tachycardia and underwent a chest x-ray which showed low lung volumes. No evidence of focal consolidation in the visualized lungs. A post op lumbar spine x-ray was taken which was compared to a (B)(6) 2011 x-ray and showed an inferior extension of lumbar fusion hardware, with rods, and pedicle screws to s1. L4-l5 and l5-s1 disc spacers. Alignment was near anatomic. On (B)(6) 2011 the patient presented with an episode hypoxia (sat in 80¿s) possibly from overmedication with a chance of a pe. The patient had a chest x-ray taken which showed a-a gradient with mild co2 retention. The patient also presented with anemia and underwent a transfusion ( I unit blood). The patient also presented tachycardia secondary to anemia and hypoxia. They were negative for dvt. A note in the files mentioned that the patient had also experienced an episode of hypoxia with mental status change in their last surgery. Both the hypoxia and anemia were resolved by the tome the patient was discharged. On (B)(6) 2011 the patient presented with hypoxia and tachycardia and underwent chest x-ray which was compared to the (B)(6) 2011 x-ray. The x-ray demonstrated no acute pulmonary presence. A pulmonary CT angiogram was conducted which showed no pulmonary emboli to the level of the segmental pulmonary arteries. Of note were two stable hypoattenuating liver lesions measuring up to 3.6mm. On (B)(6) 2011 the patient presented with surgical pain and tachycardia. On (B)(6) 2011 the patient presented with back pain and bilateral thigh and leg pain. On (B)(6) 2011 the patient was still being monitored for hypoxia and therefore narcotics were limited. The patient was also experiencing urinary retention and surgery pain. The patient was discharged from hospital. On (B)(6) 2011, in a two week post op office visit, the patient presented with continued hypersensitivity of both lower extremities particularly involving the anterior and posterior aspect of both thighs. The patient reported that they were more mobile and were walking straighter. The patient was off of pain medications. X-rays of the lumbar spine showed intact hardware, cages in place without evidence of migration, and no hardware failure noted. Old pedicle screws at l1 and l3 were stable. On (B)(6) 2011 the patient presented with mild fatigue, low grade fever, cold symptoms, mild cough, and fullness in ears, sore throat, and mild congestion. The patient felt they were not yet ready for physical therapy. There was a doctor¿s assessment of: osteoarthritis involving multiple sites, hyperlipidemia, and reflux esophagitis. On (B)(6) 2011, in a 5 week post op office visit, the patient presented with back pain and a puncture open wound on the medial aspect of the right flank incision with minimal purulent discharge. A suture was seen sticking out of the pinpoint open wound. The suture was removed and the incision reinforced with steri-strips. The patient had intact sensation of both upper and lower extremities with the exception of hypersensitivity over the right anteromedial aspect of the proximal thigh. The patient was using a cane for ambulation. The patient reported squeaking and popping sounds in the lower back during flexion activities. Lumbar spine x-rays compare to (B)(6) 2011 films showed hardware in place without evidence of loosening or migration. Cages were intact and in good position. Straightening of the normal lumbar lordosis with bridging osseous fusion of the t12-l1, l1-l2 , and l2-l3 disc spaces were again seen. It was postulated that the noises could be of a muscular origin with the rubbing on top of the hardware but also could have been the rod lying underneath the facet. Also noted was calcification of the abdominal aorta. On (B)(6) 2011 the patient presented with bilateral ear fullness and pain, low grade fever, mild cough, sore throat, and mild congestion. The patient felt they had sores up their nose. On (B)(6) 2011 the patient presented with ¿bad¿ restless leg syndrome. On (B)(6) 2011, in a 4 month post op office visit, the patient presented with low back pain, some buttock discomfort, and left lower extremity radiculopathy however the patient reported significantly improved symptoms compared to before the last surgery. The patient was more mobile (without assistive device) and erect. The patient still had some decreased sensation over the lateral aspect of both thighs and moderate tenderness over the post -surgical site. Ap and lateral x-rays of the lumbar spine revealed intact hardware without evidence of loosening or failure and good sagittal balance. Screw fragments within the l1 and l3 vertebral bodies were again noted. There were extensive multilevel degenerative changes with bridging anterior osteophytes and facet hypertrophy, most notably l4-l5 and l5-s1 again noted. Atherosclerotic calcifications of the abdominal aorta were also again noted. On (B)(6) 2011 the patient reported lower back pain and weakness. Between (B)(6) 2011 the patient presented in physical therapy with one or more of the following: lower back pain and bilateral left extremity radiculopathy ; lower extremity weakness ; some ¿locking in spine¿ when standing up; muscle soreness; difficulty transitioning from sitting to standing ;occasional leg spasms; stiffness; sensory deficits decreased trunk and lower extremity strength. On (B)(6) 2011 the patient presented with lower back pain, fatigue, low grade fever; mild cough, fullness both ears; sore throat and nasal congestion. On (B)(6) 2011 the patient complained of not feeling well and presented with sore throat, bilateral ear pain, sneezing, coughing; severe low back pain; and bilateral facial tenderness /pain; fatigue with the assessment of: acute sinusitis. On (B)(6) 2011 the patient presented with severe back pain; fatigue; mild nasal congestion; and intermittent muscle aches. On (B)(6) 2011 the patient complained of low back pain; difficulty getting out of bed; clogged ears; sweats; stiff neck; fatigue and muscle aches. On (B)(6) 2012 the patient presented in ER with abdominal pain and tenderness. The patient underwent labs which showed abnormality in some areas such as hgb/hct <(>&<)> occult blood (trace). The patient also underwent an EKG which was normal. On (B)(6) 2011 the patient presented with severe lower back pain muscles aches. On (B)(6) 2012 the patient presented with back pain, fatigue, and muscle aches. On (B)(6) 2012 the patient presented with lower back pain, muscle aches, and mild nasal congestion. On (B)(6) 2012 patient reported falling over the weekend and landing on right side, has contusion on knee and arm; lower back pain; muscle aches knee pain; swelling bruising assessments: osteoarthritis involving multiple sites reflux; restless leg; hyperlipidemia; on (B)(6) 2012 the patent presented with dizziness; sciatica, anxiety; lower back pain; and muscle aches. It was mentioned in the doctor¿s notes that the patient had a c-collar removed that morning. On (B)(6) 2012 the patient presented with bilateral knee and calf pain; fatigue, and lower back pain. On (B)(6) 2012 the patient presented after a fall with pain and underwent a left hip x-ray which demonstrated no fractures ¿ both pelvis and hips appeared normal. A cervical spine x-ray showed extensive degenerative disc disease with marginal spurs; no fractures seen, marginal encroachment upon the neural foramina at c5-6 bilaterally and at least one the right c6-7. There was also moderate narrowing of the disc space at c4-5 and more severe narrowing at c5-6 and c6-7. Left elbow x-rays were taken which demonstrated no fractures. On (B)(6) 2012 the patient presented with mild pain in the mid thoracic spine shooting down anteriorly in a belt like fashion. The patient reported having fallen onto his left side/ribcage. Diagnosis of thoracolumbar sprain and possible contusion. The patient walked with a slightly forward hunched gait. The patient had decreased sensation in the right lateral aspect of the thigh (which was present previously). An x-ray of the lumbar spine was taken which showed the lumbar spine construct intact and with good alignment. No significant interval changes were present with the exception of a new subtle lucency of the left s1 pedicle screw along its anterior margin. There was bridging anterior osteophytes of the t11-t12 and t12-l1 level. There was facet hypertrophy of l4-l5 and l5-s1. Thoracic x-rays did not show any significant fracture or deformity. An x-ray of the thoracic spine showed no significant interval change with the exception of the new lucency at left s1. On (B)(6) 2012 the patient complained of right side back pain and muscle aches. On (B)(6) 2012 the patient presented back pain, muscles aches, and depression. On (B)(6) 2012 the patient presented with a cough and underwent pa and lateral chest x-ray which showed no acute pulmonary disease. On (B)(6) 2012 the patient presented with right upper outer quadrant and low chest pain. The patient underwent a chest x-ray which showed no radiographic evidence of acute cardiopulmonary disease and no displaced rib fractures. On (B)(6) 2012 the patient reported going to the ER the day before for right flank pain. The patient also reported their right 4th finger was locking up; bone pain; depression and mild nasal congestion. On (B)(6) 2012 patient complained of getting winded upon exertion; the patient stopped taking their celexa when they started feeling winded but started feeling anxious again so restarted it. The patient also reported fatigue, back pain, and muscle aches. On (B)(6) 2013 the patient presented with bone pain. On (B)(6) 2013 the patient presented with persistent pain and tenderness in the thoracolumbar mid axial spine with some pain that radiated to his right chest. Per the doctors notes the patient had suffered a fall 7 months prior and presented thoracolumbar pain. X-rays of the lumbar and thoracic spine showed hardware to be stable ¿ no evidence of failure. Bridging osteophytes consistent with diffuse idiopathic skeletal hyperostosis syndrome (dish) were noted; there was one region where these osteophytes may have formed a pseudoarthrosis and that was in the region of the patient¿s pain. There was subtle lucency surrounding the left screw at s1 without significant change. Anterior flowering ossification from t12 through s1 was noted with ossification across the lumbar disc spaces. There was atherosclerotic calcification of abdominal aorta. On (B)(6) 2013 the patient presented back pain and muscle ache. On (B)(6) 2013 the patient presented with thoracic back pain (mostly mid thoracic region to midline) with the diagnosis of diffuse idiopathic skeletal hyperostosis syndrome and thoracolumbar back pain. There was tenderness in the thoracic region. The patient could stand straight only with conscious effort. A lumbar and thoracic spine CT scan showed no acute fracture or subluxation nor signs of instability. There was a nonspecific 2cm calcified nodule in the right lobe of the thyroid gland. Diffuse vascular calcification. Soft tissue nodule related to the left adrenal gland had increased in size since 2009 and had the density area consistent with angiomyolipoma. Thoracic spine x-rays were taken which demonstrated preservation of the normal thoracic kyphosis with vertebral bodies heights and disc spaces preserved. Lateral margin osteophytes at multiple levels. No acute fractures or sublimation. Visualized lungs grossly clear. Lumbar spine x-rays were taken which showed subtle lucency surrounding the left s1 screw without significant change. Vertebral bodies heights preserved. No acute fractures or subluxation. Also noted was anterior flowering ossification from t12 through s1 with ossification across lumbar disc spaces. There was atherosclerotic calcification abdominal aorta. On (B)(6) 2013 the patient presented fatigue; back pain; and depression. On (B)(6) 2013 the patient presented with a cough and chills and underwent pa and lateral chest x-rays which showed no acute pulmonary disease. On (B)(6) 2013 the patient presented with anxiety; fatigue; back pain; muscle aches; depression assessment: sciatica; hyperlipidemia; and reflux. On (B)(6) 2013 the patient presented with fatigue; back pain; and depression on (B)(6) 2013 the patient presented with pre-retinal macular fibrosis and/or foveal hole and underwent surgery that consisted of a pars plana vitrectomy with membrane peel and possible gas fluid exchange. No complications were noted. On (B)(6) 2013 the patient presented with fatigue; back pain; depression. A note was made that the patient needed a fecal occult blood test (fobt). On (B)(6) 2013 the patient presented with stiff neck, headache, and a stuffy head. On (B)(6) 2013 the patient presented with fatigue; back pain; depression; and a reported lower back sprain for 3 weeks. On (B)(6) 2014 the patient presented with sinus pressure, stiff neck, and a productive white cough. On (B)(6) 2014 the patient presented with fatigue; back pain; and depression.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.